Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. An x-ray of the lead noted the inner conductor coil was deformed and fractured in the region approximately 18mm distal of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break. It is important to note that lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix retraction at the time the lead was explanted.

Event description:
Boston scientific received information that during an elective explant procedure due to therapy upgrade, this right ventricular (rv) lead failed to retract its helix, generating removal difficulties. After several attempts, the physician turned the entire body of the lead counter clockwise until the rv lead was removed. No adverse patient effects were reported.